Event description:
Adverse event not related to the device. The pt is currently recovering from cholecystectomy, semi-pancreatomy, and gastrectomy. The pt was implanted with the device in 2000. According to the surgeon, the pt was still in the hosp on the 7th days post-abdominal aortic aneurysm repair due to pulmonary status. The pulmonary complication, according to dr, was not unexpected. On the 7th post-op day, ischemia of the gallbladder, stomach and part of the bowel vessel was diagnosed. According to the dr, the timing, as well as the fact that no other vessels are affected, makes it questionable that the thrombolic/embolic event was related to the procedure. During the abdominal surgery, post endovascular abdominal aortic aneurysm repair, the superior mesenteric artery was pulsating and all other bowel were well profused.